Event description:
Seven reports received by our office for same issue mentioning after intubation, gurgling could be heard around the tube. The tube was pulled, and patient was reintubated. Another report mentioned that 5-10 minutes after intubation and chest x-ray, suspected blown cuff. Reintubated again and another blown cuff again. Reintubated again... Medtronic issued a recall on this product back in march. They recalled certain lots only, however we have received numerous reports regarding cuffs blowing in these products during procedures. In the recall letter, the manufacturer stated that no serious patient harm was associated with these devices. This is not accurate since when cuffs blow within patients during intubation, this must be corrected as soon as possible to ensure proper patient intubation.